Event description:
It was reported that the catheter was used during a thoracic aorta surgery, it was observed that the temp of the right atrium increased (clinician touched the right atrium during surgery, and could not feel that it was hot). The catheter was used for 2 days in ICU after the surgery and removed. The right atrium got hot but there were no unusual conditions with the pt from the overall findings. No pt complications were reported.

Manufacturer narrative:
Device not returned.